Event description:
Customer reported a possible over infusion of potassium. A 20meq kc1 in 100ml of normal saline was hung as a piggyback into a primary line infusing at 125ml/hour. The pump was set up to infuse at a rate of 50 ml/hour using the secondary setting. Patient began complaining of burning, adjusted rate to 20 ml/hour, patient still complained. The nurse left the patient's room and upon return found the bag empty. No adverse effects noted at IV site. The patient received an oral dose of k-dur. Patient was discharged the next day. There was no report of patient harm. The customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). Event logs have been received. A follow up report will be submitted with failure investigation results once the evaluation is completed.